Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). 00875705001-shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners-63902206 00875100932-liner neutral 32 mm i.d. Size hh for use with 50 mm o.d. Size hh shell-63713720 00801803201-femoral head sterile product do not resterilize 12/14 taper-63416503 00771100920-femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 extended offset-63433744 00625006530-bone scr 6.5x30 self-tap-63745006 multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03038, 0001822565 - 2021 - 03039. 0001822565 - 2021 - 03041 0001822565 - 2021 - 03042 0001822565 - 2021 - 03043 customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported was reported patient returned to hospital 3 years post implantation due to right thigh pain that radiates to hip. The surgeon is uncertain if the event is related to the device. Treated initially with conservative monitoring, but since pain is persistent, imaging and bone scan taken with results pending at time of reporting. Patient reports continued severe pain. All workup for infection have been negative and reasons for the pain thus far inconclusive. Attempts have been made and additional information on the reported event is unavailable at this time.